Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue.

Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. No parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial tumorectomy procedure, the site saw no signal message indicated on the monitor screen of the navigation system. The navigation system was re-started and navigation was used to continue the procedure. Inspection confirmed the issue did not reoccur. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.